Event description:
It was reported when the physician attempted to remove the catheter from the sheath during the procedure, air leaked from the hemostasis valve. Additionally, foreign material was noted at the tip of the catheter. There were no reported consequences to the pt.

Manufacturer narrative:
St jude medical is awaiting device return. Once our investigation is complete, a f/u report will be submitted.